Event description:
Pt was admitted to the hosp on 10-2-96 with end of life pacemaker, possible enlargement of right heart, renal mass. He went to surgery on 10/3/96 for replacement of complete pacing system including bipolar atrial and bipolar ventricular leads and a pacemaker generator. (For end of life generator parameters in a unipolar sequential pacing system and intraop diagnosis of pacer generator lead deterioration.